Event description:
It was reported that prior to using bd vacutainer® push button blood collection set the shelf packaging box was missing its label.

Manufacturer narrative:
H.6 investigation summary material #: 367338; lot/batch #: 3187575. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing shelf pack label was observed. Additionally, 2 retention shelf packs from bd inventory were evaluated by visual examination and the issue of missing shelf pack label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing shelf pack label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
D2a: common device name; blood specimen collection device; intravascular administration set. D.2b: medical device typecheck spelling: fpa, jka. G.5 PMA / 510(k)#: k220212, k030573. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® push button blood collection set the shelf packaging box was missing its label.